Event description:
In 2001, the end-user called minimed, USA and stated that the plastic site portion of the quick set came off of the tape and made the cannula come out of end-user's skin. In june, 2001 maersk medical received the complaint and 1 used base piece. The near-incident took place in USA.